Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was most likely use issue due to patient movement since the patient started coughing and moving in bed leading to impella position getting pulled back into the aorta.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 62-year-old male with acute myocardial infarction and cardiogenic shock was supported with an impella cp device. During hospitalization, the patient coughed and moved, causing the impella to migrate backward into the aorta. The physician attempted to reposition the device into the left ventricle but was unsuccessful. Given that the patient¿s hemodynamics were stable at that point, the decision was made to remove the device. No further complications were reported. Coughing creates a combination of sudden, forceful intrathoracic and intra-abdominal pressure changes. These mechanical forces can shift cardiac structures and catheter-based devices. The impella cp functioned as intended prior to migration. Preventive measures include secure positioning, patient sedation when appropriate, and continuous monitoring to detect early signs of migration. No signs, symptoms or patient involvement and medical device removal without patient consequence was coded.

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: a. The pump was attempted to be advanced under echo however it was unsuccessful and resulted in removal of the impella. B. The device is not available to return. C. There is no other information.